Manufacturer narrative:
The reported event of device in back-up mode was confirmed. However, the reported event of failure to interrogate could not be confirmed. Field information indicated device was exposed to strong magnetic field. The pacer was received in backup operation with battery voltage above elective replacement indicator (eri) and tool marks were noted on pacer. Device image could not be analyzed due to corruption. When restored from backup mode, the device had normal device functionality and had normal range of operation with appropriate remaining longevity. The backup operation could not be reproduced but was consistent with exposure to magnetic field. No other anomalies were seen.

Event description:
It was reported the patient presented for a scheduled follow-up in a clinic. The patient's pacemaker was in backup vvi mode and was unable to be interrogated. The pacemaker was explanted and replaced on (B)(6) 2023. The patient was in a stable condition throughout.